Event description:
Revision of dislocating mdm implant - patient had 3 dislocations post surgery on (B)(6) 2013. (Primary exeter/unipolar 2001. The patient was revised to thr with trident and mdm (B)(6) 2013 due to pain; no diminished acetabular cartilage. Stable postop with good capsule and soft tissue repair. On (B)(6) 2013, wound was opened and found the capsule had been torn off and soft tissue damaged. He was able to dislocate construct on table with adduction and internal rotation of approx 60deg(per surgeon).

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information and clarification of the event description has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation was reported for a trident psl ha solid back 54mm. The event was confirmed. Device evaluation not performed as the device was not released by the hospital. A review of the provided medical records and/or x-rays by a clinical consultant indicated that " this pi case has its root cause in an adverse mix of procedure-related factors regarding component position with a further additional effect of patient-related factors regarding age and tendency for ectopic bone formation and without evidence for device-related factors." All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation concluded that the root cause of the dislocation could not be determined however, the placement of the cup was mildly high at 53° and this, along with the absent anteversion noted and the ectopic bone all added to the potential risk of dislocation. Further information such as the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Revision of dislocating mdm implant - patient had 3 dislocations post surgery on (B)(6) 2013. (Primary exeter/unipolar 2001. The patient was revised to thr with trident & mdm (B)(6), 2013 due to pain; no diminished acetabular cartilage. Stable postop with good capsule & soft tissue repair. On (B)(6) 2013, wound was opened and found the capsule had been torn off & soft tissue damaged. He was able to dislocate construct on table with adduction & internal rotation of approx 60deg(per surgeon).